Event description:
A varian service rep received a report from his wife (a nurse at the hospital) that a wrong patient was transported where the patient received a therapeutic dose of radiation in the clinic, on one of the varian's treatment devices.

Manufacturer narrative:
Varian interviewed the varian service engineer who submitted the report, plus one department staff at the medical center and the risk management manager for the facility, and received confirmation that an incorrect patient had been treated for one fraction. Staff were not willing to release information on the body site that had been treated, or any further details. The hospital does have photo ID capability as part of their record and verify system, but apparently have been making less than 100% use of that functionality. No additional follow-up to this MDR is expected.